Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to zmc, however evaluation is still currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in the hospital at the time of passing. Review of the download data, indicates the patient received two shocks in response to CPR/ motion artifact. The patient's rhythm was obscured by CPR/ motion artifact at the time of the first treatment at 19:01:39 on (B)(6) 2020. The patient's post shock rhythm was obscured by CPR/ motion artifact. The patient was in asystole with CPR artifact at the time of the second treatment shock at 19:04:44. The patient's post shock rhythm was obscured by motion artifact and ECG interference/ disconnection. The electrode belt was disconnected at 19:04:45. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 8:20 pm.